Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose. The blood glucose at the time of the incident was below 50 mg/dl and over 50 mg/dl at the time of call. The customer was declined troubleshooting for it and auto mode was not active as customer did not get set up in auto mode yet. The insulin pump will not be returned for analysis.